Event description:
A (B)(6) history of gerd. Admitted on (B)(6) 2015 due to weakness and fatigue. S/p colonoscopy with fungating mass in cecum, + adenocarcinoma, (B)(6) 2015 lap assist right hemicolectomy with ileocolonic anastomosis. Pod #4 + bandemia. Pod #5 CT free fluid; (B)(6) 2015 to operating room due to anastomotic failure middle of posterior staple line (leak/broke down sutures), staple itself was separated. Reinforced in surgery. Discharged home to f/u with oncology and wound care.